Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: may 28, 2024 section h3: device evaluated by manufacturer: yes device evaluation: product evaluation was performed under magnification, it can be seen that the tube was cut of at the position of the sutures. The complaint issue of ¿dc-damaged / broken¿ was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Information was requested but not available. If implanted, give date: not applicable, as shunt was removed/replaced during the same surgery. If explanted, give date: not applicable, as shunt was removed/replaced during the same surgery. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tube of the baerveldt glaucoma implant broke, came off completely when they tried to insert it. It was clarified that there was no loose pieces/particles. That when the doctor was trying to manipulate the shut, it broke, it was connected, did not not break into pieces and did not fall into the patient's eye. The doctor had sutured the shunt to sclera and had to remove the sutures in order to remove the device. Another shunt of the same model successfully implanted. All of this was on the same day. There was no interventions and no patient injury. No further information was provided.